Event description:
Patient received a spinal prior to c-section. Marcaine in the kit failed to give a sufficient block. A second kit had to be opened and another block had to be performed to effectively meet the patients analgesia needs. Manufacturer response for pencan spinal needle tray, (brand not provided) (per site reporter). Nature of marcaine and yes it suggests that the drug is unstable.